Manufacturer narrative:
The subject device was inspected at okr. Okr checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus korea (okr), it was found that there was the gap of adhesive on the distal end and stain entered inside the lens through the gap. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed as follows. The gap was generated at the light guide lens glue due to physical stress and then dirt entered from the gap. Moisture invaded into the subject device, which caused corrosion of the light guide lens internal parts. Consequently the corrosion product remained as dirt. If additional information becomes available, this report will be supplemented.